Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d3, d4, d9, g1, h3, h6.

Event description:
Healthcare professional reported "silicone rupture / grade 4 capsules". This relates to the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4 and rupture.

Event description:
Healthcare professional reported "silicone rupture / grade 4 capsules". This relates to the left side. Device was explanted.